Manufacturer narrative:
Attempts have been made to contact the end user to ascertain the type of medical intervention that was required on the patient. The used device has been received by the manufacturer. Upon completion of the investigation, a follow-up medwatch will be submitted.

Event description:
As reported by the end user, during the procedure, air entered the fluid management system via the connection on a contrast injection line. This caused air to be injected into the coronary artery. Further medical intervention was required; however, the patient is currently doing well.